Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display and all buttons were unresponsive. Customer stated that crack on the right side of insulin pump. Customer stated they did not receive stuck button alarm. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated minutes did not change. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black. The insulin pump was returned for cosmetic damage located at the insulin pump case(crack), frozen screen, and unresponsive buttons found on (B)(6) 2021. Insulin pump¿s history and trace files downloaded successfully using thus software. Insulin pump passed self test and displacement test. All buttons function properly. No frozen screen noted. No stuck button error alarms noted during testing. No stuck button alarms noted on the event date. Unit passed keypad voltage test. No damage was noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assembly(pcba 1) board. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side. Cosmetic damage was confirmed where cracked case, cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side was noted. Frozen screen not confirmed. Keypad unresponsive/button error alarm not confirmed during testing. However, moisture damage noted at pcba 1 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.